Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2000. Revision procedure was performed on (B)(6) 2012 due to tibial loosening with subsidence.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This is 2 of 2 MDR reports submitted for the same event. (See: 3002806535-2012-00297 / 298).